Event description:
Patient reported "we replaced my saline implants with the textured implants that were available and silicone. I've had these for 26 years and as I understand it, I need to research my registration because they could be the textured ones that were recalled either way I am experiencing many issues". Later patient reported "have mild capsule" and "dimpling". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.